Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device status is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact with biological tissue , and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.